Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). 3004753838-2025-227502 was reported in error. Please disregard initial reporting of the MDR regulatory awareness date, as this information should have been 7/25/2025.

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).